Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes at a 3 week post op exam. Topical steroid dosage was increased. The tls took over 8 weeks to resolve. The patient commented on light sensitive and strain on both eyes.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.